Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, and service code 204 ) has been confirmed. Upon investigation the electrode belt trunk cable was cut, damaging all wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent service code 204 (belt/monitor unusable) messages and also reported exposed wires.